Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient received compromised force sensor system alarm. Pump was not able to perform self test. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. We were unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test and self test. The insulin pump was received with broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address label, stained serial number label, cracked battery tube thread and minor scratches on display window noted.